Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the poor communication and inability to connect to make adjustments started slowly. The patient reported that they put new batteries in and cleaned connectors. The issues were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported poor communication. The patient reported that she was unable to connect to the ins to make stimulation adjustments using the patient programmer (pp). The patient confirmed this was the case with and without the pp antenna attached. The patient confirmed that the pp had not been wet or dropped. There was no obvious damage to the pp antenna. The patient reported that they tried replacing the batteries. The patient didn¿t have the pp with her at the time of the call. The patient would be calling back. No further complications were reported.